Event description:
Post delivery apgar readings of 3 and 5 respectfully. Pt displayed seizure-like activity at time of birth. Mityvac applied during delivery on 10/07/1999 with no problems of use of device. Parent had prenatal urinary infection, (e-coli positive) untreated due to parent not picking up prescription. Pt transferred to higher level of care 10/08/99 for increased seizure activity and prolonged apneic spells.